Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Procedure: gastric sleeve. According to the reporter: first magazine could not be fired and was destroyed by user immediately. The second magazine could not be properly fired until the end. The third magazine was used and functioned. There was no extension of operation procedure, no blood loss, and no extension of incision. There was no loss or damage to tissue, and nothing fell into the patient's cavity. Patient is well.